Manufacturer narrative:
(B)(4). It was reported that the patient a transobturator tape procedure and cystoscopy on (B)(6) 2008 due to stress urinary incontinence. It was reported that the patient underwent mesh revision on (B)(6) 2008 due to urethral obstruction, status post suburethral sling urethropexy. It was reported that the patient underwent urethrolysis with transaction of sling on (B)(6) 2009 due to urinary obstruction, status post sling placement. It was reported that the patient underwent retropubic urethrolysis and cystoscopy on (B)(6) 2010 due to overflow urinary incontinence and urinary retention. It was reported that the patient underwent mesh removal, urethrolysis, urethrovaginal fistula repair, urethral reconstruction and cystoscopy on (B)(6) 2011 due to mesh erosion and urinary retention. It was reported that the patient underwent suprapubic catheter placement, cystoscopy and chemodenervation of the left labia on (B)(6) 2011 due to voiding dysfunction and left labial pain. It was reported that the patient underwent chemodenervation of left labia on (B)(6) 2011 due to left labial pain and recurrent urinary tract infections.

Manufacturer narrative:
(B)(4). It was reported that the patient had (non-specific) mesh suburethral sling implanted on (B)(6) 2011. It was reported that the patient underwent diagnostic cystoscopy and chemodenervation of left labia on (B)(6) 2011 due to left labia pain and recurrent urinary tract infections.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted concurrently with augmentation of anterior wall with autologous pubocervical septum tissue, anterior repair and cystoscopy due to recurrent sui and weak pubocervical septum. It was reported that the patient underwent removal of sling mesh on (B)(6) 2011, along with urethrolysis, urethrovaginal fistula repair, urethral reconstruction, martius fat pad flap and cystoscopy due to mesh erosion and urinary retention.. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent chemodenervation of the left labia on (B)(6) 2011 due to left labial pain and voiding dysfunction. It was reported that the patient underwent mesh revision/removal on (B)(6) 2010. No additional information was provided.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted. It was also reported that the patient experienced pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding, dyspareunia, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Additional information.